Manufacturer narrative:
Alleged failure: problem was that the probe would not turn off. Try to second probe with the same problem. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a corrupt nvram inside the probe. Eprom failure, incorrect programming. A communication error between the probe and the console due to a short circuit. Saline ingress on the serfas probe pcb's buttons dome, and wiring. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the devices were continuously activating.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the devices were continuously activating.